Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark typical of that produced by calcified plaque during iabp.

Event description:
The iab was leaked back into the safety disk of the system 95 pump. Event complications: none from the event - rptd 5/23/97. Pt's current status: unk - rptd 5/23/97.